Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been experiencing sensor reading discrepancies. Customer's mother stated that the sensor was reading low at 49 mg/dl and the insulin pump went into threshold suspend but the blood glucose values was 211 mg/dl. It was also stated that the customer does not have fat on abdomen and the sensors are coming out bent. Nothing further reported.